Manufacturer narrative:
Two test strip vials were returned for investigation. The returned test strips were measured with a reference meter and a high level control sample. Testing results (qc range: 2.5 - 3.1 inr): vial 1 qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.8 inr. Vial 2 qc 1: 3.0 inr. Qc 2: 3.1 inr. Qc 3: 3.1 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs pro meter serial number (B)(4) compared to a laboratory using the cobas t411. The result from the meter was 2.6 inr. The result from the laboratory was 1.85 inr. The blood draw was done at the same time as the fingerstick. Within 2 to 3 hours the patient was retested with the meter and the result was 2.6 inr. The patient's therapeutic range was not provided.